Manufacturer narrative:
Alert date of initial medwatch corrected to (B)(6) 2016.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a rear vitrectomy procedure on (B)(6) 2016 and suture was used. During post-op control visit in (B)(6) 2016, the patient presented only a conjunctival reaction on eyes. There was no intervention required. It was also reported that later the conjunctional reaction was more intensive. It was reported recently that immune reaction disappeared after about two weeks. Additional information has been requested.